Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a prograsp forceps instrument was stuck on arm #1. The customer stated that the instrument "shredded and broke". Onsite logs show error 282 on arm #1. The staff was able to remove the instrument prior to calling in. It was confirmed that no fragments fell inside the patient's anatomy and no injuries were reported. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: most of the questions could not be answered. There was no mention of the instrument colliding with any other instruments or other hard material during the surgical procedure. Upon final removal of the instrument, the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The reporter thinks they used the same cannula to proceed.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) requested the return of the prograsp forceps instrument for failure analysis evaluation. However, the product has not yet been received.